Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) due to the product. The patient mentioned that the pod's fail but no information was provided. No information was provided about symptoms, how they were treated for the issue and the duration of the medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: none. Cloud - omnipod 5 software app version: none. Cloud - smartphone operating system: none. Cloud - smartphone hardware: none. Cloud - cgm sensor type: none.